Manufacturer narrative:
The compressor was investigated on site and the stand by valve was found faulty and was replaced. The part was not returned for further investigation. A failure in the compressed air supply could lead to an insufficient air supply pressure being delivered to the ventilator. This may lead to stop of ventilation. An high priority alarm will be triggered if the air supply pressure is outside accepted range. The conclusion in this matter is that the reported issue was caused by a leakage in the stand by valve.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not stay running in use. There was no patient harm. Manufacturer ref.#: (B)(4).